Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels in the mornings (lowest of 37 mg/dl). Juice was consumed to treat the low bg level. Reportedly, the cause of the low bg level was due to the customer being a brittle diabetic. Recommendation was made to consult with health care provider regarding diabetes management.